Manufacturer narrative:
No sample was returned because the device was discarded; therefore, the reported event could not be confirmed by evaluation. The device history record review was not performed because the lot number is unknown.

Event description:
It was reported that "unknown material was observed during set up. Details are unknown." Device was discarded at hospital. Further follow up with the customer indicated that the "unknown object was observed in the tubing. It was unable to find out in which tubing it was observed."